Manufacturer narrative:
A third party service agent evaluated the customer's device and was not able to duplicate the reported issue. The device passed functional and performance inspection and was returned to the customer for use. Root cause could not be determined.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power during while printing a 12- lead. There was no reports of patient use associated with the reported event.

Manufacturer narrative:
The device evaluation is anticipated but not yet begun. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio control to report that their device had unexpectedly lost power during while printing a 12- lead. There was no reports of patient use associated with the reported event.